Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements from 40 to 102 ohms and then varied from 107, 75, 103 ohms. Subsequent information was received from a health care professional (hcp) that high out of range shock impedance measurements greater than 125 ohms were observed. Review of stored device memory noted that out of range measurements occurred for approximately the last two years. It was reported that defibrillation threshold (dft) testing was performed approximately 6 years ago and the physician at that time felt that the varied measurements were related to scar tissue buildup. The device was noted to be nearing elective replacement indicator (eri), however, there were no plans to replace the device. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the reported clinical observations was not determined. The patient has declined further device follow up appointments and the plan is to interrogate the device in approximately one year to check the battery status.